Event description:
Customer reported receiving a battery icon on their freestyle flash blood glucose monitor. When the meter was returned for product testing, it was identified that the unit of measurement setting could be changed from md/gl to mmol/l. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the fa16may2006 letter.